Manufacturer narrative:
Investigation results: the insufflator has been received for evaluation. A follow-up report will be sent after the investigation is complete.

Event description:
It was reported that during a laparoscopic cholecystectomy the insufflator displayed a pressure reading, but did not inflate the patient's abdomen properly. The procedure was completed laparoscopically. It was reported that the surgeon was unable to check/irrigate the surgical site post removal of the gall bladder related to this event, and the patient had some bile leakage after the procedure. The patient has been discharged home.